Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned sample. Bd received a 24ga catheter-adapter assembly, a fully retracted needle-barrel assembly and a piece of top web (packaging) from lot number 8275532. Through the visual evaluation of the unit, damage was not observed on either the needle or the catheter adapter assembly. The needle and catheter tip were found acceptable per specifications. The returned unit provided for evaluation met the manufacturing specification requirements therefore no root cause was determined. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformance associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, it was reported the catheters were hard to puncture site, defective, and blowing veins. ",we are still having complaints from the nicu regarding these IV catheters. I have three sitting on my desk. Hard to puncture site (couldn¿t find catheter ¿ have needle). Defective ¿ no explanation. Shredded vessel on insertion could watch bruise form immediately. (B)(6) 2019 11:42 am (gmt-5:00) ((B)(4)): recvd email response from customer stating " there are three needles. They are currently in specimen cups. The dates of the incidents range through the weekend with the last one #3 being on tuesday (B)(6). All patient were nicu infants. Adverse effects ¿ had to puncture more than once. Difficult for infant and parents." Reached out to the customer via phone to clarify dates and patient identifiers was told incident for blowing veins was on tuesday (B)(6) 2021, customer stated (B)(6) was a typo, she let me know she did not have specific information on additional incidents just yet as she was going to check with her clinician, let her know I will provide additional complaints numbers once we receive specific information and will wait to send her return kits until she has specifics on incidents in case we need to provide more than on return kit." 1 of 2 complaints.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, it was reported the catheters were hard to puncture site, defective, and blowing veins. "We are still having complaints from the nicu regarding these IV catheters. I have three sitting on my desk. Hard to puncture site (couldn¿t find catheter ¿ have needle) defective ¿ no explanation shredded vessel on insertion could watch bruise form immediately on 05/24/2019 11:42 am (gmt-5:00) ((B)(4)): recvd email response from customer stating " there are three needles. They are currently in specimen cups. The dates of the incidents range through the weekend with the last one #3 being on (B)(6). All patient were nicu infants. Adverse effects ¿ had to puncture more than once. Difficult for infant and parents." Reached out to the customer via phone to clarify dates and patient identifiers was told incident for blowing veins was on (B)(6), customer stated (B)(6) was a typo, she let me know she did not have specific information on additional incidents just yet as she was going to check with her clinician, let her know I will provide additional complaints numbers once we receive specific information and will wait to send her return kits until she has specifics on incidents in case we need to provide more than on return kit." 1 of 2 complaints.